Event description:
In 2008, the sales rep reported that during surgery the knob fell off the instrument and onto the floor. After surgery, it was noticed that the internal pin was broken. The malfunction is likely to cause pt injury if it were to recur. There was no report of pt injury.

Manufacturer narrative:
Product is an instrument. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.